Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during pocket closure at the implant procedure, the patient was noted to be in an odd rhythm. Overdrive pacing was started due to the patient's rhythm. The patient went into a ventricular fibrillation (vf) arrhythmia and 13 external shocks were delivered to rescue the patient. Device shocks were not attempted as external shocks only were wanted. The patient was successfully rescued, intubated and was admitted to the intensive care unit in stable condition. Additional information was received indicating the patient expired on the same date as the implant procedure. There were no allegations against device functionality related to the implant procedure or the patient's death.